Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿trunnion fracture of the anatomic medullary locking a-plus femoral component¿ (2011) by aasis unnanuntana, md et al published in the journal of arthroplasty vol. 26 no. 3 pp. 13-16 was reviewed for MDR reportability. This article presents 2 cases of trunnion fracture of fully porous coated, self-locking taper, aml a plus femoral stems (depuy international, leeds, gbr) and 28mm femoral head. In both cases, the trunnion fractures occurred from a combination of factors: a small trunnion (9/10 instead of the commonly used, larger 12/14 trunnion), the deep grooves machined into the surface of the trunnion, and intergranular corrosion. The area of the fatigue crack occupied a major portion of the cross section if the neck from the lateral to the medial aspect. In patient one: the stem was replaced as was the head, the head showing no evidence of defect or malfunction. In patient 2, the stem , head, and liner were replaced. The head showed no signs of defect or malfunction. The liner was replaced sue to evidence of significant wear to the superior aspect. Country of origin: USA. The following cases will be in two separate complaints with the same event description paragraph. Case # 2 (B)(6) year-old man, weight: (B)(6) kg, height 1.8 m. Pre-op dx: osteoarthritis of left hip. Primary tha implants: duraloc cementless acetabular component with 52-mm outer diameter, fully porous coated cementless femoral component (size 13 anatomic medullary locking a-plus aml stem), cocr 28-mm +6 neck length femoral head, enduron ultra high molecular weight polyethylene acetabular liner. 7 years following primary tha, patient heard a loud crack and fell to the ground. Intraoperative findings: corrosion and fracture of the femoral taper. The femoral component was revised. The head was replaced but had no evidence of defect or malfunction. The liner was replaced with evidence of substantial wear on the superior aspect.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.